Event description:
Double lumen groshong PICC inserted in another hospital. Broke at the external part of one lumen of the PICC line. Since pt has poor venous access reporter had to insert a midline catheter for IV access.